Event description:
The reporter stated that during a metatarsophalangeal joint surgical procedure, a prong of a spin screwdriver broke off. There was no harm to the pt. The broken instrument part did not enter the surgical area.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.